Manufacturer narrative:
The insulin pump had a constant failed battery test alarm due to corroded battery tube. Unable to verify replace battery now alarm, button keypad unresponsive, or perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to constant failed battery test alarm noted. No damage in the keypad assembly and the keypad connector on the j1 locked properly during visual inspection. The device had a serial number label fading, scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer kept receiving replace battery now alarms, even though they have tried to replace the battery several times. The buttons on the insulin pump were not responding and did not allow them to go into any menu. The customer received a low battery alert prior to the replace battery now alarms. It was the second occurrence of a replace battery now alarm in less than 10 hours after low battery warning. Customer's blood glucose level was 5.4 mmol/l. The device was not returned.